Event description:
During the procedure, air was aspirated from the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of an air leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.